Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before use or air bubbles could form in the cartridge. The pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was intermittently inaccurate across multiple cartridges. There was no impact to the customer¿s blood glucose level. Tandem technical support (cts) discovered the customer was not practicing the proper air removal technique and used cold insulin to load the cartridge. Cts reminded the customer to do so as this was off label. Reportedly, the customer continued using the existing cartridge for insulin therapy.